Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. No broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. Customer declined to troubleshoot for high blood glucose reading because they have no time. Customer current blood glucose reading was 277 mg/dl. Customer blood glucose reading at the time of the incident was 487 mg/dl. Customer stated they were feeling pressure. Customer treated their high blood glucose reading with insulin pump. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer stated high blood glucose reading started on (B)(6) 2017 at 10:41 am, infusion set was changed on (B)(6) 2017. Customer also reported damage on the reservoir lip. Insulin pump will be returning for analysis.